Event description:
It was reported by service report that the left footend side rail was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the footend left siderail was bent.